Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the steps taken to resolve the issue was that the battery was replaced and a new one was placed. The cause of the issues was reportedly a decreased battery life. No further information was reported.

Manufacturer narrative:
Ins s/n (B)(4), device on the left, was previously included in this reg. Report 3004209178-2017-11637, but a separate report has now been filed for that serial number. Any updates to ins s/n (B)(4), device on the left will be filed under rr#: 3004209178-2017-11752 reg report 3004209178-2017-11637 is for ins s/n (B)(4), the device on the right. Any additional information received will be added to the appropriate reports. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator (B)(4).

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a change in therapy. The patient stated that she has two ins system, one on the right side and one on the left side. The patient stated that therapy has not seemed to be working as well and that symptoms have worsened over the last couple weeks. The patient was afraid that the ins might be turned off and troubleshooting determined that the right side ins was turned off, but the left side ins was turned on and set to 1.4. After turning the right stimulator on the patient was able to feel stimulation and after reviewing button use the patient stated that she had been pressing the ins off button on the right side. The patient planned to monitor symptoms now that therapy had resumed and if her symptoms did not resolve she would follow-up with her healthcare provider (hcp). Patient status is unknown at the time of this report. Additional information was reported on 5/09/2017. Again it was reported the patient has two implants, one on the right and one on the left side. Patient said that she is concerned that after awhile she doesn't feel stimulation sensation. Patient also mentioned they were having issues particularly at night, said that she is hardly making it to the bathroom, seems like it has gotten worse and she has to wear a pad and they are wet. Patient said she wonders if it is also due to her pelvic floor muscles, said she is trying to do the exercises. Patient said that she doesn't know if therapy is on all the time as sometimes she doesn't see the lightning bolt. Patient also mentioned that left side is a shocker when she messes it around and increases the setting. Patient also mentioned that she had hip replacement surgery on her left side a while ago and now her right hip is hurting more since about (B)(6) (said that she was diagnosed with arthritis and hip hurts in general) and the patient was wondering if ins on that side has moved. There were no trauma or falls related to the issue and it was not related to positional movement. The patient mentioned that they had been using kidney machines for kidney issues and had been instructed to drink water and said she has been drinking more; there was the possibility of emi exposure. Troubleshooting included giving the patient general programming guidance and information about stimulation sensation, and patient was advised to work with her physician. The patient also called back on (B)(6) 2017 to review the on and off setting for the therapy and for the programmers. The patient said that she has an appointment scheduled several weeks out. No further complications were reported or are anticipated.